Manufacturer narrative:
The device was returned for evaluation where a product investigation revealed that the customer complaint for fading to black during usage was confirmed. The device was forwarded to the supplier for investigation. The investigation indicates that the failure was due to a convergence issue related to a defective chu board. No further investigation is required. (B)(4).

Event description:
It was reported that the monitor faded to black image during use.